Event description:
It was reported that burr and wire were stuck in the lesion. A 1.50mm rotalink plus and rotawire was selected for use. During procedure there was difficulty during insertion and the device became stuck in the lesion site. The physician inserted balloon catheter near the lesion where the rotalink was stuck and enlarged the site and removed the rotalink system. The device was completely removed from the patient. The procedure was completed by using other devices. No patient complications were reported. Patient was fine post procedure.

Event description:
It was reported that burr and wire were stuck in the lesion. A 1.50mm rotalink plus and rotawire was selected for use. During the procedure there was difficulty with insertion and the device became stuck in the lesion site. The physician inserted a balloon catheter near the lesion where the rotalink was stuck and enlarged the site and removed the rotalink system. The devices were completely removed from the patient. The procedure was completed by using other devices. No patient complications were reported. Patient was fine post procedure. It was further reported that there was resistance during the removal of the devices. After the rotawire was removed from the patient, the rotawire was observed to be kinked.